Event description:
The customer reported that the device is not turning on. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.